Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the doctor confirmed normal implantable pulse generator (ipg) function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt weak and dizzy and thought something wasn't right. Patient also thought the pacemaker would cure them of episodes. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.